Event description:
A discordant advia chemistry 1800 sodium result was obtained on one patient sample and reported to the physician. The laboratory repeated the sample on another system and a higher patient value was generated. There are no known reports of adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. Analysis of the instrument and instrument data indicate that the cause for the discordant sodium result was due to operator error. The ise standards were left onboard for 12 hours and evaporated / concentrated. The customer would not provide any additional data and stated this was a site error. The instrument is performing within specifications. No further evaluation of the device is needed.